Manufacturer narrative:
(B)(4). Batch # unk. Maude event report number is mw5091458. Investigation summary patient consequence is unknown. There is no contact information on the maude event report, therefore no request for additional information regarding the patient status can be made. If further details are received at a later date regarding this event, a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If the device is received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the tip of harmonic blade broke off. Patient consequence is unknown. No additional information is available at this time.